Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead displayed low out of range (oor) pacing impedance measurements. The decision was made to implant a new ra lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The initial allegation of low out of range impedance measurements was not confirmed through analysis.